Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the turbine module was defective and in need of replacement. Replacement of the turbine module solved the issue. The issue was confirmed in the provided log files. The turbine module is responsible for delivering air gas. If the turbine module stops, oxygen is delivered instead. If no oxygen is connected to the ventilator, ventilation will stop. Audiovisual alarms will be generated. According to the received information, the cause of the issue has been determined and was related to a defective turbine module. The defective part was not returned for further investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module under-voltage error. There was no patient harm. Manufacturer's ref. #: (B)(4).